Event description:
It was reported to hamilton medical ag, that: "a case occurred last friday on (B)(6) 2026 at (B)(6) involving an expiratory valve set with a hamilton-t1 ventilator (pn161006 / sn: (B)(6) and a 75-year-old female patient with comorbidities. The patient was admitted with upper gastrointestinal bleeding, which progressed to the need for extensive surgery, resulting in a total blood loss exceeding 5 liters. Due to the severity of her condition, an urgent transfer to (B)(6) for coiling was required. During this period, the patient was intermittently hemodynamically unstable and required blood transfusions during transport. (B)(6) was contacted at 16:28 to initiate transport. When attempting to switch the transport ventilator to asv mode, an alarm indicating ¿expiratory blockage and low tidal volume¿ occurred after a few breaths, and the ventilator was unable to continue ventilating the patient. Attempts were made to ventilate using alternative modes, and multiple checks were performed, including ventilator self-tests (which showed no error messages), suctioning of the endotracheal tube, and inspection of filters and circuit components. No faults were identified. Given the patient¿s hemodynamic instability, no further troubleshooting or circuit changes were undertaken. It was therefore decided to proceed with transport while coordinating with the (B)(6) medical vehicle to access an alternative ventilator. In the interim, the patient was manually ventilated until the replacement ventilator could be obtained. Prior to and during these events, the patient had been ventilated without complications on the anesthesia machine in the operating room." Patient involvement with medical intervention (hand ventilation) was reported. Follow-ups performed to obtain additional information on the reported event confirmed that the patient had a short-term drop in saturation due to lack of ventilation. However, no patient, user or third-party harm due to the reported event was reported.

Manufacturer narrative:
Hamilton medical ags reference: (B)(4). Hamilton medical ags conclusion: investigation is ongoing.